Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners.

Event description:
Customer reported via phone call to have received a button error alarm and was not able to clear. Customer reported that insulin pump was exposed to water. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.